Event description:
New information noted that the right atrial lead was explanted and replaced on 09 jul 2025. The patient was in stable condition.

Event description:
It was reported that the oversensing noise was observed on the right atrial lead causing pacing inhibition. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three portions for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted on the distal portion (c). Further analysis found an abrasion breaching between the ring electrode cables and inner coil lumen located adjacent to the right ventricular shock coil with the ring electrode cables, inner coil lumen, and ptfe liner were all abraded at this location. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zone. Visual analysis also noted two external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath consistent with friction to another device or patient anatomy were noted between the right ventricular shock coil and the superior vena cava shock coil. All other damages noted are consistent with procedural damage.